Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unable to charge using the tandem-provided usb cable, which caused the pump to shutdown due to low battery. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump charged successfully using a replacement usb cable.